Event description:
Infant received approximately 250 ml of starter tpn fluid over a 2¿3-hour period causing fluid overload, pulmonary edema and hemorrhage as well as hyperglycemia and electrolyte imbalance. IV pump did not alarm to advise fluid infusing at incorrect rate. Carefusion alaris IV pump. Infant was intubated, started on insulin drip, given lasix two doses, and hypotonic IV fluids. Infant responded well and was extubated the next day and labs were back to baseline. Asset number: (B)(4).